Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had damaged/detached dso (downstream occlusion) seal, damaged battery compartment, and scratched lens. Functional test performed - found defective dso sensor. The customer's reported problem was duplicated. The root cause was the defective dso sensor, which was replaced to correct the issue. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device presented occlusion. There was unknown patient involvement and unknown patient harm/adverse event reported.